Manufacturer narrative:
Manufacturing site: asahi intecc co., ltd. (B)(4). During processing this complaint, attempts were made to obtain complete event information; the physician commented that the patient had already discharged from the hospital. The coil wire of the returned guidewire was elongated approximately 40mm in length distal to the proximal solder designed to be at 110mm from the tip. A bend of the guidewire was found approximately 15mm from the tip. The coil wire was removed to observe the core wire. It revealed that the core wire was bent, twisted, and fractured oblique proximal to the middle solder designed to be at 15mm from the tip. These findings suggested the core wire was fractured due to excessive torsion. The coil wire was not fractured and remained in one unit. Measuring the length of the fractured core wire, it was concluded all pieces of the guidewire were returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that focally accumulated torsion that exceeded the product's design limit was inadvertently applied while the guidewire was bent during crossing the cto lesion. The coil wire was assumed to be elongated along removal of the guidewire from the vessel. There was no indication of product deficiency. The IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During ppi to treat, a cto lesion in the superficial femoral artery, an asahi guidewire was used in an attempt to cross the lesion under support of a non-asahi catheter, the devices got stuck on each other. The guidewire was exchanged to another, ppi was resumed, and the blood flow was reestablished.